Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net, intermittent lead noise was observed. An insulation anomaly is suspected. Lead to be revised.

Event description:
New information received indicated that the lead was replaced due to fracture and insulation breech.